Manufacturer narrative:
Updated product UDI.

Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device was not booting up correctly. The device was in use on a patient at the time of the event; however no patient or user health consequences or impact occurred.